Event description:
It was reported the patient no longer has stimulation. The charger and programmer can no longer communicate with the ipg. It was also reported the patient had not recharged the ipg for a few months. A new charger was sent to the patient to help resolve the issue. The replacement charger was unsuccessful. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.